Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor an event that occurred during use of a m-flex t 638f iol. The event description provided indicates that haptic breakage was observed upon implantation of the iol.

Manufacturer narrative:
(B)(4). The healthcare professional explanted the m-flex t 638f iol and successfully implanted a back-up multifocal iol in the original planned surgery session. The healthcare facility has confirmed that the patient was not injured as a result of this event. In correspondence with rayner the (B)(6) distributor reported that haptic breakage "seems to be caused as a result of user error". Our review of production records for the m-flex t 638f iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the m-flex t 638f iol (march 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the m-flex t 638f iol batch (B)(4). The m-flex t 638f iol is not available in the USA; however, is manufactured from the same material and features the same haptics as the c-flex 570c and c-flex aspheric 970c iols which are available in the USA.